Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a part needed to assemble the h-1200 was missing and without it they could not attach one of the bag holders to the pole. No patient involvement was reported.

Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. No device was returned, and two photos were used to aid in this investigation. A review of the bill of materials (bom) and job folder were unable to confirm the complaint. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be the missing item was misplaced by the customer during product unpacking. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. A replacement request was processed, and no further action was taken.